Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of unknown age. Medical history included hyperlipidemia and hypertension. Concomitant medications included metformin, used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix25) from a cartridge via a reusable pen (humapen ergo ii), 10 unspecified units in the morning and 8 unspecified units at night subcutaneously for the treatment of diabetes mellitus, beginning in 2010. On unspecified date, reported as every year, he was hospitalized due to diabetes, hyperlipidemia and hypertension. No more details regarding admission and discharge dates as well as treatment and laboratory tests done while hospitalized were provided. In (B)(6) 2016, his humapen ergo ii wept after pulled out the injection needle ((B)(4), lot number # 1112d01). Information regarding corrective treatments and outcome of the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% was continued. The operator of the device and his or her training status was unknown. The general device duration of use was unknown, but started in 2010, and the suspect device duration of use was not provided. It was unknown if the use of the suspect device was continued. The status of the device was not provided. The consumer reporter did not know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% therapy and did not provide a relatedness assessment between them and device. Update 22jun2016: upon review, this case was opened to add the product complaint number to the narrative and update the medwatch for regulatory reporting.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary a male patient reported his humapen ergo ii device leaked after the needle was removed when the injection was completed. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured december 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was manufactured (2011), it is likely that the patient used the device beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. Based on the manufacture date, it is likely the device was used beyond its approved use life. It is unknown if this is relevant to the complaint of abnormal blood glucose.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter via psp, concerned a (B)(6) male patient of unknown age. Medical history included hyperlipidemia and hypertension. Concomitant medications included metformin for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartridge via a reusable pen (humapen ergo ii), 10 unspecified units in the morning and 8 unspecified units at night subcutaneously for the treatment of diabetes mellitus, beginning on an unspecified date in 2010. On unspecified date (reported as every year), he was hospitalized due to his blood sugar was not controlled well (no values or references were provided), hyperlipidemia, and due to his blood pressure was not controlled well (no values or references were provided). No more details regarding admission and discharge dates as well as treatment and laboratory tests done while hospitalized were provided. In (B)(6) 2016, his humapen ergo ii wept after pulled out the injection needle ((B)(4), lot number # 1112d01). Information regarding corrective treatments and outcome of the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The operator of the device and his or her training status was unknown. The general device duration of use was unknown, but started in 2010, and the suspect device duration of use was not provided. It was unknown if the use of the suspect device was continued. The device was not returned. The consumer reporter did not know if the events were causally related to insulin lispro protamine suspension 75%/insulin lispro 25% therapy, and did not provide a relatedness assessment between the events and insulin lispro protamine suspension 75%/insulin lispro 25%device. Update 22-jun-2016: upon review, this case was opened to add the product complaint number to the narrative and update the medwatch for regulatory reporting. Update 29-jun-2016: additional information received on 23-jun-2016 from the initial reporter via psp. Added blood glucose ad blood pressure as lab tests, added blood glucose was not controlled well and blood pressure was not controlled well as new serious adverse events, and the serious events of diabetes and hypertension were removed. Updated corresponding fields and narrative with new information. Update 08-jul-2016: additional information received from psp on 05-jul-2016: physician contact information was unknown, could not pursue follow up with him. No other changes were made to the case. Update 15jul2016: additional information received on 15jul2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 17-jul-2016: additional information received from the affiliate on 16-jun-2016. (B)(4) was received, but it was already processed. No new information was added to the case.